Event description:
It was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke symptoms bilaterally. An enroute transcarotid stent was selected for use in a left sided tcar procedure. Post procedure, the patients blood pressure was around base-line (127/60) and the patient appeared stable. The patient passed the post-procedure neurological check. The next day, the patient experienced bilateral stroke symptoms. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke symptoms bilaterally. An enroute transcarotid stent was selected for use in a left sided tcar procedure. Post procedure, the patients blood pressure was around base-line (127/60) and the patient appeared stable. The patient passed the post-procedure neurological check. The next day, the patient experienced bilateral stroke symptoms. No further information was provided to boston scientific.